Event description:
It was reported that a malfunction alarm occurred. The customer experienced diabetic ketoacidosis and a blood glucose (bg) level displayed as "high", however, a specific value was not provided. The customer required third party assistance to address the event with a manual injection. Reportedly, the customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.